Event description:
A (B)(6) female who underwent elective cosmetic breast augmentation with silicone gel implants approx 10 years ago 2003. After routine surveillance mammography, she experienced discomfort in the right breast. Over several days, the right breast changed and has become firmer and higher in the breast position relative to the left breast. Developed hardening and herniation of implant with asymmetry and pain. Pt elected to have bilateral implants removed with replacement implants. Intra operative finding of capsular contracture of breast implant. There was no evidence of granulomata, masses, or prior gel leak in either breast.